Event description:
It was reported that dressing fell off so the wound got wet and was red and inflamed thereafter.

Manufacturer narrative:
The batch records were reviewed and it was confirmed that the products had been progressed through to satisfactory release which involve testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. Non-manufacturing related complaint. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.